Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer was seen by a healthcare professional who diagnosed them with hypoglycemia and was administered unspecified treatment. The customer was unable to recall treatment details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history record) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b is based on the customer's report of "may 12 or 13." All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor; no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The watermark was observed at the base of the sensor tai indicating sensor tail was inserted properly. No malfunction or product deficiency was identified. The customer did not return the sensor applicator and pack; therefore, further investigation cannot be performed. As submitted in the initial report for this issue, the dhrs (device history review) for the product was reviewed and the DHR indicated the product passed all tests prior to release and there was no indication that the product did not meet specifications. If the sensor applicator and pack are returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Sensor d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer was seen by a healthcare professional who diagnosed them with hypoglycemia and was administered unspecified treatment. The customer was unable to recall treatment details. There was no report of death or permanent impairment associated with this event.